Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this left ventricular (lv)lead was explanted due to unknown reasons. Additional information from the field representative revealed that the patient arrived to the hospital with the lead dislodged. The patient underwent surgical intervention to replace the lead. Another lead was unable to be implanted due to unknown reasons. No additional adverse patient effects were reported. The lead is not expected to return.